Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13497 and 2017865-2021-13499. During an implant procedure, a dissection of the coronary sinus was observed and was confirmed with fluoroscopy and an echocardiogram. It is unknown if the dissection was due to the cps catheter, the cps guidewire, or the left ventricular (lv) lead. The procedure was stopped to resolve the event. The patient was stable.